Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery sys. They had to break the handle to detach the capsule from the delivery. The pt was not injured following the procedure.